Manufacturer narrative:
A supplemental report is being submitted due to the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for structural valve degeneration (svd) was confirmed based on the medical record. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use IFU as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. It may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had vast comorbidities (e.g. Chronic kidney disease (ckd) stage 3, hypothyroidism, hypercholesterolemia, etc.), which are known factors that may increase the risk of valve calcification leading to early valve degeneration/deterioration. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
An addition was made to h.6: clinical code.

Event description:
As reported by the field clinical specialist, approximately 4 years 11 months and 28 days post transfemoral tavr procedure with a 23 mm sapien 3 (s3) valve placed inside a 23 mm perimount valve, the patient presented to the emergency department (ed) unable to walk or talk, nausea, generalized fatigue, orthostatic hypotension, chronic dyspnea, and dizziness. The s3 valve is failing, and the patient is currently being evaluated at the hospital.

Manufacturer narrative:
Investigation is ongoing.